Event description:
As reported, during use in patient with this fogarty catheter, the balloon was separated completely from the catheter body. There was no allegation of patient injury. The patient did not receive any additional intervention. Patient information was not available. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Additionally, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
Evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers in the manufacturing site and based on the available information, it cannot be determined that the failure could be related to a manufacturing or design defect. Additionally, it could be verified that there are manufacturing process as the controls to detect condition in which the units go through a final visual and inflation inspection process. Instructions for use (IFU) indicate the maximum recommended inflation volume and that pull force for each size of catheter cannot be exceeded to minimized the risk of vessel damage, balloon rupture or tip detachment, because they are the most frequents causes of reported failures. Based on the available information, it cannot be determined that the failure could be related to a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter was sent to our product evaluation laboratory for a full evaluation. Report of "balloon was separated" was confirmed. As received, the balloon and both windings were detached from catheter body, straight edge on the proximal end of balloon latex suggested the balloon latex was intact. Windings appeared to be in good condition. Per the instructions for use (IFU) "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage was observed from catheter body. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.